Manufacturer narrative:
It is unknown when the events occurred as this information has not been provided. Based on the information provided, it cannot be determined that the alleged delay in healing, prolonged hospitalization or cicatricial contracture are related to v.a.c. Therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2015, the following information was reported to kci by the (B)(6): the patient experienced a left hemiplegia due to a brain stem hemorrhage that occurred two years prior. Reconstructive surgery including a flap of posterior femoral cutaneous and v-y advancement flap of left gluteus maximus fascia was performed. The patient was treated with v.a.c. Therapy after the flap surgery, and it was observed that the patient's wound was "not healed" so the patient was transferred to another hospital. The patient underwent debridement and was treated with v.a.c. Therapy and was subsequently transferred to a different hospital. There, the patient was diagnosed with osteomyelitis, and v.ac. Therapy was applied to the patient for the third time. The patient's wound was "not healed," and the patient was again transferred to different hospital. Upon the initial medical examination at the present hospital, the wound surface was noted as "smooth contracture like membrane. Scar was observed in the flap around the wound." The cicatricial contracture was surgically removed and open humidity therapy with geben cream was performed for four weeks. The wound was closed with a flap of the right gluteus maximus fascia. Dates not provided. The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.